Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was trying to rewarm the patient in arctic sun device, but the patient temperature was below rewarmed target temperature. Nurse stated that the target temperature was 33 c, patient temperature was 32.1 c, water temperature was 40 c, flow rate was 2.6 l/min., rewarm rate 0.5, rewarm was from 33.5 c, patient weighs 251 lbs, 4 pads were connected, and abdominal area was exposed. Mss explained nurse regarding proper rewarm and abdominal area needs to be covered with universal pad. Nurse stated that they would cover abdominal area and call back in 30 minutes if patient did not start trending with increase in temperature. Mss explained nurse that it was important for diligent skin checks due to the high water temperature.

Event description:
It was reported that nurse was trying to rewarm the patient in arctic sun device, but the patient temperature was below rewarmed target temperature. Nurse stated that the target temperature was 33 c, patient temperature was 32.1 c, water temperature was 40 c, flow rate was 2.6 l/min., rewarm rate 0.5, rewarm was from 33.5 c, patient weighs 251 lbs, 4 pads were connected, and abdominal area was exposed. Mss explained nurse regarding proper rewarm and abdominal area needs to be covered with universal pad. Nurse stated that they would cover abdominal area and call back in 30 minutes if patient did not start trending with increase in temperature. Mss explained nurse that it was important for diligent skin checks due to the high water temperature.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pad coverage. However, this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Verify pad sizing and coverage ¿ a full set of four arcticgel¿ pads of the appropriate size for the patient applied to the patient. ¿ for patients > 100 kg (220 lbs), 1 or 2 universal pads are added as required for adequate coverage." The device was not returned.